Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent procedure in the distal biliary duct, performed on (B)(6) 2010. According to the complainant, the stent was placed to treat a benign biliary stricture secondary to chronic pancreatitis. A sphincterotomy was performed during the procedure, and the stent was deployed in a satisfactory position across the stricture. On (B)(6) 2010, 4 days post stent placement, the patient was hospitalized due to abdominal pain with an onset date of (B)(6) 2010. The patient was treated medically, including analgesia. The patient was discharged on (B)(6) 2010, and the event was reported as resolved with residual effects. The stent remains implanted. The relationship between this event and the stent was assessed as possible by the study investigator. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information has been received since july 12, 2010: on (B)(6) 2010, the patient presented to the emergency department with predominately right-sided hypochondrial pain that worsened until "she found it hard to bear." The patient had vomiting and continuous irradiating abdominal pain at the waist. Additional symptoms included jaundice of the subconjunctival mucosa, abdomen painful on palpitation and abscence of peristalsis. An abdominal x-ray was negative. The patient was admitted to the hospital for treatment. On (B)(6) 2010, a CT scan revealed a non-displaced stent that was correctly placed with no migration or perforation. A left-sided luteal cyst was observed. On (B)(6) 2010 an abdominal x-ray revealed that the stent was correctly placed and expanded. Patient was reported as making good progress during hospitalization, with progressive improvement in abdominal pain after prescribing mild opioid analgesics and paracetamol. Vital signs were normal with good tolerance to oral ingestion. On (B)(6) 2010, the patient was discharged. The patient's residual pain was being treated with medication after discharge, and no additional treatment was required. Discharge diagnoses were chronic pancreatitis and ovarian cyst. The symptoms of jaundice, vomiting, abscence of peristalsis were reported as related to the patient's history of chronic pancreatitis and the ovarian cyst, and were not stent related. There is a discrepancy in the date of stent placement. It was originally reported as (B)(6) 2010 and additional information provided the date as (B)(6) 2010. Attempts to obtain clarification have been unsuccessful to date. A supplement report will be submitted if additional information becomes available.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the unformed clips fell into the patient's body twice when the clips were fed. Then the device was fired outside the patient, the unformed clip fell too. It was unknown which firing this event occurred on. Other devices were used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip unformed inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.